Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the last follow up on (B)(6) 2012, the physician observed some inconsistencies in the statistic counters; on the side 3 shocks had been delivered since implant, while other counters were showing that 16 shocks had been delivered since the last follow up. An explanation is requested.